Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for implanting using a large flexnav delivery system. It was noted during procedure that the valve was unable to be successfully released in the annulus after multiple attempts due to being positioned too high or too deep. The valve had been recaptured at total of 4 times. It was also noted that the flexnav delivery system was unable to be completely closed due to a pigtail catheter becoming stuck within the large flexnav delivery system. However, it was also noted that the flexnav delivery system was unable to be fully closed even when using the micro adjustment wheel and without interaction with the pigtail in the descending aorta. The patient did not have a tortuous anatomy. There was no issue retracting 29mm navitor valve into the delivery system. There was no kink, angulation, or damage noted in the large flexnav delivery system. The decision was made to remove and replace the 29mm navitor valve and large flexnav delivery system with ones of the same size and model. The second replacement 29mm navitor valve was able to be successfully implanted. There were no adverse patient consequences reported. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of inability to fully close the nosecone of the flexnav was reported. The device was received for investigation and no anomalies were found, with the gap between the nosecone and valve capsule able to be fully closed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Videos were received from the field, which appeared to show a portion of the partial resheath of a valve. In addition, information from the field indicated that the valve had been recaptured 4 times, above the 2 recaptures recommended in the instructions for use. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.